Event description:
It was reported that the user observed insulin leakage inside the ilet cartridge, noted a fingerstick blood glucose of 370 mg/dl, disconnected the ilet, and transitioned to a tandem pump, with planned assistance to reconnect. The reported device issue was a leak associated with the reservoir component. Symptoms included sleepiness associated with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed leakage related to a seal and a leak/splash condition localized to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.